Event description:
It was reported that eight days after implantation, the surgeon contacted a depuy spine representative to report that a concorde bullet vbr device had retropulsed out of the l5/s1 disc space of a pt. It was also reported that the pt had an infection on the contra-lateral side from where the cage had retropulsed.

Manufacturer narrative:
No definitive conclusions can be made. The cage is not available for eval and its lot number is unk. However, it was reported that the pt had slipped during the previous the weekend, felt a pop, and experienced temporary leg pain. It is possible that the pt's fall caused or contributed to the event. At this time, complaint is considered to be closed.